Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: related manufacturer report number was inadvertently added to initial report. There is no related manufacturer report number applicable for this event. Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pump noises could not be conclusively determined through this investigation. A specific cause for the reported sounds could not conclusively be determined through this evaluation. The submitted log files did not capture any atypical events. Transient pi events were observed throughout the controller event log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, rev. D is currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 15may2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-01320. It was reported that the patient heard a "grumbling" noise in their chest while laying on the couch. At that time, there was a low voltage hazard alarm. No other alarms noted during the office interrogation. The alarm resolved with no intervention. A scheduled comprehensive metabolic panel (cmp) was performed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.